Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the flex vision computer failed to start, which prevented the complete system boot process. Review of the system log file showed that the malfunctioning in flex vision pc as there were some issues in grabber card. To resolve this issue, fse reseated all cable connections of flex vision pc, download board software. The system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the flexvision computer was unable to boot, preventing a full system boot. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.